Manufacturer narrative:
Additional tag® device included in this report: tg3420/06592023. Device UDI's: tg3410 - (B)(4), tg3420 - (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include aneurysm enlargement.

Event description:
On december 9, 2009, the patient underwent a procedure using two gore® tag® thoracic endoprostheses (tg3410/05897199 and tg3420/06592023) to treat a thoracic aneurysm. It was reported that on discharge date of (B)(6) 2009, the aneurysm measured 61.0 mm in diameter. Follow up dates and aneurysm measurement: (B)(6) 2010: 61.0 mm, (B)(6) 2010: 61.0 mm, (B)(6) 2012: 61.0 mm, (B)(6) 2012: 66.0 mm, (B)(6) 2013: 60.0 mm. The cause of the aneurysm enlargement is not known. There has been no reported re-intervention procedure to date. No further information is available.